Manufacturer narrative:
The product is not available for investigation, therefore no manufacturer laboratory investigation was possible. By the provided video and event information no investigation results could be provided. Based on this, a confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Additional information: (B)(4).

Event description:
According to the customer: "during priming, the hydrophobic filter was not tight. But as the priming was done under negative pressure (use of vavd controller connected to the venous line), bubbles were noticed in the arterial line". (B)(4). (B)(6).